Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed the device had no telemetry and no pacing output. The device lost telemetry due to battery depletion. The cause of the depletion could not be determined.